Event description:
It was reported that pump with malfunction code 16 and fault ID 16-0x20e6 experienced malfunction, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, agreed to use backup insulin therapy.